Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the lifevest equipment. Patient described the area as sharp pain in chest area and a current sensation. The patient¿s physician requested the system to be replaced for the irritation. Follow up indicated that the irritation improved.